Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer slipped and fell resulting in a cracked touchscreen. Reportedly, the touchscreen crack caused the screen to become unresponsive to the customer's touch. Customer's blood glucose was 250 mg/dl. Reportedly, customer had manual injection supplies available for alternate insulin therapy.